Event description:
It was reported that a pt required medical intervention when device removal problems were encountered with one (1), size 8dct, disposable cannula low pressure cuffed tracheostomy tube. Attending medical staff severed the device inflation line and then were unable to deflate the device cuff. A tuberculin (beveled) syringe was used on the inflation line in an attempt to deflate the cuff. Althogh reporter did not know what was ultimately done to remove the involved device, it was reported that the pt was intubated with a second 8 dct device. The involved device had reportedly been in use approximately twenty-one (21) days when the event occurred. The 8dct device is reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this report, the device has not been rec'd by the MFR.